Event description:
It was reported the gastrointestinal videoscope had image issue. The issue was found during device set up, before the procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The previous report was sent in error as the image issue would not cause or contribute to a death or a serious injury if it were to recur.